Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events and that further patient demographic information was unavailable.

Manufacturer narrative:
Citation: lewis c., et al. Concomitant robotic mitral and tricuspid valve repair: technique and early experience. Ann thorac surg. 2014 mar;97(3):782-7. Doi: 10.1016/j.athoracsur.2013.09.049. Epub 2013 nov 20. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding techniques and first 5-year experience with concomitant robot-assisted mitral and tricuspid valve repair. All data were collected from a single center between august 2006 and december 2011. The study population included 50 patients (predominantly male, mean age 73.4 years), all of whom were implanted with medtronic simulus annuloplasty rings, with 49 placed in the mitral annuli and 50 placed in the tricuspid annuli of these patients (no serial numbers provided). Among all medtronic simulus patients, 2 deaths occurred. One patient died four days post-operation from cardiac arrest/pulseless electrical activity of unknown etiology and the other died 23 days post-operation at home from unknown causes. Based on the available information medtronic product was not directly associated with the deaths. Among all medtronic simulus patients, adverse events included: intra-operative conversion to mitral valve replacement for failed rep air, residual trace-moderate mitral/tricuspid regurgitation, bleeding and hemothorax requiring re-operations, post-operative strokes from heparin-induced thrombocytopenia and atrial fibrillation, iliac artery occlusion requiring repair, need for permanent pacemaker implantation. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.